Event description:
Disposable laryngoscope blades had very loose attachment to the reusable handles. Blades flop into inactive position very easily. ICU charge nurse and rn supervisor tried the blades on several different handles from other departments. Results were the same regardless of handle. Example blade was given to supply distribution. Manufacturer response for medical device, rusch equiplite blade (per site reporter) teleflex rep came to the hospital and worked with respiratory therapy manager and supply distribution manager. Manufacturer response for medical device, rusch equiplite blade (per site reporter). Teleflex rep. Has visited the hospital respiratory therapy manager and supply distribution. He is working on getting a temporary replacement until the issue is identified. In looking at the blades, they spanned several lot #'s and had no physically different appearance. He plans to bring in new lots to see if they work better as well as some totally disposable units for use.